Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon sid console (ssc1) was not able to take control of universal surgical manipulator (usm2) and the surgeon tried "give all and take all" with no change. The surgeon moved to ssc2 to continue with the case. Technical support engineer (tse) recommended giving all instruments back to ssc1 and foot swapping to see if the surgeon would gain control. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) followed up with the robotic coordinator (roco) who informed that there were no repeat issues reported after the customer power cycled the system. The customer completed subsequent cases with no issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.